Event description:
A customer reported that results from multiple patient samples obtained from two different vitros eciq immunodiagnostic systems were associated with incorrect patient names. Mis-associated patient results may lead to inappropriate physician action. There was no allegation that erroneous results were reported outside of the laboratory. There was no report of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number s 31741020 & 31741023/ qerts reference ID 271143.

Manufacturer narrative:
The investigation determined the customer re-used sample ids that had pending assay programming stored in the analyzer. The customer was referred to the device labeling, located in the vitros eciq user documentation describing how to manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. The vitros systems were operating as intended. The root cause of this event is user error.